Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had loss stimulation despite reprogramming. X-ray was taken and revealed lead migration. The patient underwent a revision procedure wherein the leads were relocated. The patient was doing well with good coverage.